Event description:
Adverse event(s): "thermal effect" (burn, corneal), "corneal edema" (corneal edema), "stitches" (no code available), "several folds in decemet's membrane" (no code available). Product problem(s): "occlusion immediately occurred into phacoemulsifier" (device clogged). The surgeon reported after beginning a procedure, an occlusion occurred in the handpiece and he then noticed a thermal effect at the corneal tunnel. The surgery was completed but sutures were necessary to close the tunnel edges. The one day post op exam revealed inadequate sealing of the surgical wound. The wound was sutured further on that day and also had to be sutured again several days later. At the present time, the patient's eye is affected by an upper corneal edema at the tunnel and several folds in decemet's membrane.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4)